Manufacturer narrative:
Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -9.0 diopter, lens tore/broke during injection/delivery into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a same model, same size lens and problem was resolved. Cause reported as unknown. No patient injury was reported.

Manufacturer narrative:
Claim#: (B)(4).